Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they were hospitalized for diabetic ketoacidosis on (B)(6) 2016 with a blood glucose level of over 900 mg/dl. The customer was found coconscious by their mother and was transported by paramedics to the emergency room. The customer did not mention any symptoms of their blood glucose levels. The customer did not mention any form of treatment for their blood glucose levels. The customer stated that they do no remember what caused the incident to occur. The customer was taken off the insulin pump during their hospital stay. The customer stated that they were in a coma because their insulin pump stopped working. The customer sent their insulin pump back for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed all functional tests, including the idle current measurement test, run current measurement test, self -test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime/compromised force sensor system test, rewind test, excessive no delivery test and dat at 0.08740 inches.